Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached "in the 200's but did not pass 250" (mg/dl) while wearing the pod for less than one hour. After realizing elevated bg levels, patient found pink slide had not deployed as intended; this indicates a needle mechanism failure occurred. Patient also reported that the cannula did insert at the infusion site (abdomen), but it was found to be bent upon pod removal.